Event description:
A customer in es (spain) reported that during a surgical procedure with quatera 700, the phaco irrigation unexpectedly stopped despite being correctly primed and the "continuous irrigation" function activated. As a result, the surgeon was compelled to remove the phaco handpiece. After temporarily reactivating the "continuous irrigation," the issue recurred shortly thereafter, and leading to anterior camera collapse. The customer was able to complete the surgery by changing the cassette, handpiece, and tip, but anterior chamber and capsulorhexis were broken. As a result, the patient sustained corneal edema and he doesn´t have an intraocular lens at the moment. Patient will require a second intervention. Doctors are evaluating if there are remains of the lens in posterior, in which case it would be necessary to do a posterior vitrectomy and waiting for resolution of corneal edema to be able to implant a lens.